Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. It was due to exchange of coupler and camera head. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the most probable cause was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head did not hold optics well. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head did not hold optics well. There were no reports of patient harm.